Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the up and down buttons were noted to be missing from the device requiring replacement of the keypad. No repairs will be performed, as the device will be scrapped.